Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 464 mg/dl. The customer¿s wife reported elevated levels ranging 98 mg/d to 464 mg/d. The customer states no changes to the diet or anything. The customer had no symptoms. The customer treated for the high blood glucose level with the insulin pump. The customer did troubleshoot the issue. The customer used insulin from an old batch and the level went down to 102 mg/dl. The customer tried a new vial and the blood glucose level went right back up to 300 mg/dl and 400 mg/dl. The customer¿s current blood glucose level is 141 mg/dl. The insulin pump will not be returned for analysis.